Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event:   model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit(30cm). Model#: sc-4316, lot/serial#: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will have an explant procedure for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient will have an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.